Manufacturer narrative:
The system was examined and the reported event was not replicated. However, as a preventive measure the cable and the footswitch were replaced. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported there was no irrigation function during a surgical procedure. The procedure was completed with no harm to the patient. Additional information was requested.